Event description:
Report received of no audible alarm tones. The device was returned to the user facility's biomedical engineering department with an unsigned note stating, "no alarms." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the device did not sound an audible alarm tone. There were no reports of any adverse patient events while the device was in clinical use.